Event description:
A cardiac resynchronization therapy pacemaker system was returned to the manufacturer from an unknown source with no information. One of the pacing leads is a competitive product. Further review of the manufacturer's database indicated the patient died approximately one month post the implant of the device system. A cause of death was requested and not received.

Event description:
A cardiac resynchronization therapy pacemaker system was returned to the manufacturer from an unknown source with no information. One of the pacing leads is a competitive product. Further review of the manufacturer's database indicated the patient died approximately one month post the implant of the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. Continued: (B)(4) cardiac resynchronization therapy pacemaker (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.